Event description:
The hospital reported that when the rpm's on the 540 console were increased during the bypass procedure, the flows did not increase. The console was then changed out with no effect to the patient.